Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: although the elevated pump power was confirmed through the evaluation of the submitted log file, a root cause could not be conclusively determined through this evaluation. Additionally, a correlation between the device and the reported aortic insufficiency could not be determined. The account reported the patient presented with elevated pump power and flow and submitted a log file for review. Evaluation of log file data showed baseline power typically ranged between 5.8 to 6.9w, however, values observed exceeding 8w were captured on (B)(6)2019, (B)(6)2019, and (B)(6)2019, with the majority of these elevations occurring during a pi event. The estimated flow ranged from 4.8 to 11.8lpm and corresponded to the varied pump power. The system operated as intended above the low speed limit for the duration of the log file. The IFU explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. The account reported that no cause for the observed power elevations was determined and the patient's symptoms have improved. The account also reported the patient has ongoing symptoms of aortic insufficiency and would undergo an aortic valve replacement. The account also communicated that an echocardiogram revealed mild to moderate aortic regurgitation. The hmii IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that elevated flows and powers were observed. It was reported that the patient has ongoing aortic insufficiency (ai) symptoms. No additional information was provided.